Event description:
The facility stated that the surgeon implanted an aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. The injector and cartridge model and lot numbers were not specified by the facility.